Manufacturer narrative:
(B)(4).

Event description:
Information was received from healthcare professional (hcp) via a company representative in regard to a patient receiving bupivacaine 2 mg/ml at 0.4729 mg/day, and morphine 5.0 mg/ml at 0.945 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The company representative was trying to interrogate the patient's pump to see what alarm was occurring. The company representative was not able to interrogate the pump. The company representative was able to interrogate another patient sitting next to this patient. It was recommended to move away from any electromagnetic interference (emi) equipment or considered diagnostics to see if the pump flipped. A second clinician programmer did not resolve the issue. The hcp declined making any additional effort to interrogate the pump. The cause of the interrogation issue was not determined. No symptoms reported. Refer to MFR. Number 3004209178-2016-00696 for the event that led to the device interrogation issue.

Event description:
Additional information was reported by a consumer on 2016-april-22. The consumer reported that in (B)(6) 2015 a company representative had tried to read the pump and said it was unreadable. The consumer reported additional information on 2015-may-11. The patient reported that someone was able to read the pump 6-8 weeks ago.

Manufacturer narrative:
The report source "consumer" was inadvertently not checked in the previous report.